Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/20/2021. H.6. Investigation: customer returned one used sample for analysis, it is a 31gxmm pen needle form lot 0309734. The sample has been checked on product appearance by microscope. The cannula separated form the hub. The surface of the hub is smooth without glue residue and also have glue on the hub. The glue height is within the control range, check that there are no obvious bubbles inside the corner water. Checked the np end and patient end no cannula found. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Inspected 7pcs retention parts cannula adhesive appearance and cannula pull force. All results met products specification. Based on this investigation and that the returned sample has been used the root cause can't be determined.

Event description:
It was reported that the bd micro-fine¿+ pen needle separated from the hub. The following information was provided by the initial reporter, translated from chinese to english: "the customer bought 28 pen needles in the drugstore. When the needle was pulled out, the needle was separated from the needle base".

Event description:
It was reported that the bd micro-fine¿+ pen needle separated from the hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer bought 28 pen needles in the drugstore. When the needle was pulled out, the needle was separated from the needle base".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.